Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the physician had difficulty identifying a suitable area for the right atrial lead implantation. The lead became dislodged when the physician tested its stability. A repositioning attempt was made; however, the lead was over-torqued and subsequently failed to sense. It was also observed that the lead helix failed to retract. The lead dislodgement was confirmed by fluoroscopy. The lead was not used, and the atrial port was deactivated during the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported events were operation issue, lead dislodgement, helix mechanism issue, failure to sense and ¿lead was over torque". As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. After cleaning the lead and applying torque directly to the connector pin, the helix was able to extend and retract. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue. The reported events of failure to sense and "lead was over torque" were not confirmed. Visual and x-ray examinations of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.